Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated that blood was leaking into the y port of the access kit. There was patient involvement and there was no patient harm or medical intervention. The event occurred at the hospital. Event was resolved.